Event description:
Following the implant procedure with a trial evoke spinal cord stimulation (scs) system, it was reported that the patient experienced tenderness at the lead insertion site, fluid drainage, headache, and an abnormal taste. There were no complications during the trial procedure. The insertion site exhibited swelling, potentially due to hematoma so the lead was removed. Later a blood patch was performed due to potential of a cerebrospinal fluid leak.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
The trial leads were not returned to saluda. Without the return of the devices, it is not possible to reach a definitive root cause. Per the manufacturer's instructions for use (IFU) "seroma or hematoma at surgery site, cerebrospinal fluid (csf) leakage with possible fistula formation... May require surgery (including revision, explant and/or replacement) as a result." The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.